Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR. D4: primary UDI number - correction . G3: date received by manufacturer - additional. H2: additional information/correction . H10: corrected data.

Event description:
Subsequent to initial MDR, a correction is required.